Event description:
Baxter (B)(4) received a report that an automix 3+3 compounder transfer set had a defect on the red station tubing before use. This condition prevented use of the product and can lead to incorrect compounding. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
It is unknown at this time if the sample is available for evaluation. A follow-up report will be submitted if additional information becomes available. This device is considered 510k exempt - class ii; therefore, it does not contain a us 510k number. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused sample for evaluation. Visual inspection confirmed that the clear part of the red line had a cracked/broken check valve. No other observations were noted on the unit. The root cause of the stress in the check valve assembly is currently under analysis by the nutrition tech center engineers. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no deviation was documented for this lot. All release criteria were met for the build of the lot.

Event description:
This is a report from baxter (B)(4) of a automix 3+3 compounder transfer set that presented a red color on the tubing. The reported condition occurred before use. There was no patient involvement, injury or medical intervention related to this event. No additional information is available.